Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip was bent. Report 1 of 2. The following was recieved by the initial reporter: verbatim: rn (nurse) attempting to start peripheral IV; successful flash of blood noted. Rn went to finish threading piv (peripheral intravenous) when catheter tip appeared to bend and needle poked through catheter line and re-stuck patient. Piv removed and needle fully retracted and discarded.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5118284]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip was bent. Report 1 of 2. The following was received by the initial reporter: verbatim: rn (nurse) attempting to start peripheral IV; successful flash of blood noted. Rn went to finish threading piv (peripheral intravenous) when catheter tip appeared to bend and needle poked through catheter line and re-stuck patient. Piv removed and needle fully retracted and discarded.